Event description:
It was reported that the sitter select alarm model 8361 has no alarm tone. No pt injury reported.

Manufacturer narrative:
Eval results: (other) -unit dropped, battery spring bent, battery door damaged and the rj11 - pins are bent, function ok. Conclusions: (other) - the alarm has visible evidence of being dropped or mishandled by the customer or user.